Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include clarification of the surestream catheter kit compatibility. Per the surestream intraspinal catheter kit (ref 70020) instructions for use (IFU), the device is designed to be connected to the outlet catheter of the codman 3000 series implantable pumps or to the pump catheter connected to a medstream programmable infusion pump, or an archimedes implantable pump. While the brand/manufacturer of pump used is not available, it can be surmised that the implanted pump was not a codman 3000, archimedes, or medstream since manufacturing of these products was discontinued and the last produced lots are far beyond their shelf life. Verification of surestream intraspinal catheter kit (ref 70020) compatibility with alternate devices outside those listed in the IFU has not been confirmed. Consequently, use of the surestream intraspinal catheter kit (ref 70020) with any device not included in the IFU would be off-label use. Catheter performance problems, such as disconnection and migration, resulting in return of underlying symptoms and the need for surgical explanation are known potential complications associated with the surestream intraspinal catheter and are listed in the IFU. The IFU advises to test the catheter for patency by inserting the proximal end of the catheter into the snap lock flushing adapter until the catheter bottoms out. While maintaining the catheter position, tighten the adapter by squeezing the black collar towards the luer hub until the gap between the pieces is closed. Gently tug the catheter near the adapter to ensure that the connection is secure. Remove the blue cap from the adaptor. Attach a 10 ml syringe with preservative-free saline, gently flush the catheter, and observe the catheter for leakage. Using no. 0 silk suture, attach one of the catheter anchors to the catheter and suture it to a supporting structure, such as the supraspinous ligament. Retest the catheter for patency and remove the 10 ml syringe and place the cap into the flushing adapter, if desired. The IFU also cautions to always use an anchor to secure the catheter to the surrounding tissue as this will help prevent dislodgment of the catheter. The root cause of the event cannot be determined without the return of the complaint device for analysis; however, review of the available information suggests that off-label use of the catheter with an incompatible pump and improper application of the locking mechanism may have contributed to the reported drug underdose with the need for surgical explantation of the device. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, weight, race, ethnicity, and medical history were not provided. (B)(6). (B)(4). The healthcare professional reported that on (B)(6) 2020, three days after the (B)(6)-year-old female patient underwent the intrathecal/ intraspinal drug delivery procedure (idd) for the implantation of the unspecified drug pump on (B)(6) 2020, for the infusion of baclofen as treatment therapy for muscle spasticity, the snap lock flushing adapter of the surestream intraspinal catheter system (70020 / j2628r) became loose and caused the proximal end of the catheter to shift. The adapter continued to open even after complete closure. It was reported that the catheter shift was a consequence of the ¿non-properly closing¿ of the adapter. The loosening of the adapter occurred with consequent catheter movement; the event resulted in the underdosing of the baclofen drug. The patient subsequently underwent surgical explantation to remove the surestream intraspinal catheter on (B)(6) 2020, as there was ¿no effect of baclofen.¿ there was no evidence of device damage related to the reported issue. The drug pump was not stopped by the physician and the patient was not placed on oral medication. It was reported that there was no issue with the pump. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (j2628r) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Catheter performance problems, such as disconnection and migration, resulting in return of underlying symptoms and the need for surgical explantation are known potential complications associated with the use of the surestream intraspinal catheter and are listed in the instructions for use (IFU) as such. The IFU advises to test the catheter for patency by inserting the proximal end of the catheter into the snap lock flushing adapter until the catheter bottoms out. While maintaining the catheter position, tighten the adapter by squeezing the black collar towards the luer hub until the gap between the pieces is closed. Gently tug the catheter near the adapter to ensure that the connection is secure. Remove the blue cap from the adaptor. Attach a 10 ml syringe with preservative-free saline, gently flush the catheter, and observe the catheter for leakage. Using no. 0 silk suture, attach one of the catheter anchors to the catheter and suture it to a supporting structure, such as the supraspinous ligament. Retest the catheter for patency and remove the 10 ml syringe and place the cap into the flushing adapter, if desired. The IFU also cautions to always use an anchor to secure the catheter to the surrounding tissue as this will help prevent dislodgment of the catheter. The root cause of the event cannot be determined without the return of the complaint device for analysis; however, review of the available information suggests that circumstances of the procedure such as improper application of the locking mechanism, may have contributed to the event. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that on (B)(6) 2020, three days after the (B)(6)-year-old female patient underwent the intrathecal/ intraspinal drug delivery procedure (idd) for the implantation of the unspecified drug pump on (B)(6) 2020, for the infusion of baclofen as treatment therapy for muscle spasticity, the snap lock flushing adapter of the surestream intraspinal catheter system (70020 / j2628r) became loose and caused the proximal end of the catheter to shift. The adapter continued to open even after complete closure. It was reported that the catheter shift was a consequence of the ¿non-properly closing¿ of the adapter. The loosening of the adapter occurred with consequent catheter movement; the event resulted in the underdosing of the baclofen drug. The patient subsequently underwent surgical explantation to remove the surestream intraspinal catheter on (B)(6) 2020, as there was ¿no effect of baclofen.¿ there was no evidence of device damage related to the reported issue. The drug pump was not stopped by the physician and the patient was not placed on oral medication. It was reported that there was no issue with the pump.